Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was returned for evaluation. The unit returned has a kink in the lap joint, as part of overall visual revision. Device analysis revealed an open hole in the lapjoint area of the sheath. Impedance testing shows an electrical open at proximal wave form. It was observed that the catheter leaked at the lap joint area when it was flushed. During image characterization testing, no image appeared in the ilab system. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly was pulled out from hub. Broken drive shaft and ic windup were found within the telescope section of the device. Windup were encountered in the proximal end of the triple heat shrink area in the telescope area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of open hole at the sheath lap joint area was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 10jun2016. It was reported that lost image has occurred. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified left superficial femoral artery (sfa). During procedure, an opticross¿ imaging catheter was used to visualize the target lesion; however, it was noted that lost image occurred. The procedure was completed with another opticross¿. No patient complications were reported and the patient's status is good. However, device analysis revealed an open hole at the sheath lap joint area of the device.